Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. During the procedure, the set screw of the pacemaker had failed to be disconnected and stripped. The pacemaker was explanted and replaced on (B)(6) 2024. The patient was in stable condition.